Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch. No blank display was noted. The device also had a scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive buttons and a blank display. The blood glucose reading was 100 mg/dl. Troubleshooting was not performed because the device had already been returned for analysis; customer called to confirm the device's arrival. Nothing further reported.